Event description:
The physician did not deploy embolic coil in intended location. The physician utilized snare to successfully retrieve coil. An angiogram showed no distal vasculature blockage. There were no clinical sequelae reported.

Manufacturer narrative:
Sample analysis: analysis showed absence of hydrogel from outer surface of the embolic coil. This likely is due to damage caused by snare and removal technique used to withdraw the coil from the patient. The 5f catheter and snare were not available for analysis.